Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a signal artifact monitoring (sam) episode stored in the pacemaker. Review of the electrogram (egm) found noise on the right atrial (ra) channel and high out of range ra impedance measurements. Further review found that the noise was from the minute ventilation signal. The pacemaker and ra lead remain in service and no adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.